Event description:
It was reported that on the day of use, the foley catheter spontaneously removed due to sterilized water leakage from the vicinity of the catheter bifurcation. The balloon was not ruptured or teared and the water leaked from the bifurcation area. It was stated that no materials were possibly contacted to the catheter and the catheter was inserted by hand. Per follow-up information received via ibc on b)(6) 2022, stated that there was no impact to the patient. No visible damage was observed to the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed ad manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted a (0.036") pinhole found on the shaft of the catheter located (0.4295") from the trifurcation. The photo sample was returned and could not be evaluated for the reported failure. This is out of specification as per "shaft must not be damaged or pinched." A potential root cause for this failure mode could be ¿misalignment of inserts (top/bottom) in the mold. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.]. (2) do not pull the catheter hard. [The bladder/urethra may be injured.]. 2. Applicable patients. ·patients with delirium who might pull out catheter [when patient tugs at catheter . Unconsciously, the bladder and urethra may be damaged.]. [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter.¿ the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the day of use, the foley catheter spontaneously removed due to sterilized water leakage from the vicinity of the catheter bifurcation. The balloon was not ruptured or teared and the water leaked from the bifurcation area. It was stated that no materials were possibly contacted to the catheter and the catheter was inserted by hand. Per follow-up information received via ibc on 02jun2022, stated that there was no impact to the patient. No visible damage was observed to the returned sample.